Manufacturer narrative:
B2 - date of death is estimated. A surgical explant of the device and the patient¿s death were reported, with the unknown cause. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of reported patient's death cannot be conclusively determined. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. Based on medical review: "due to the limited clinical and case-specific information provided for these fatality cases, a medical review cannot be completed at this time. The available details are insufficient to support an assessment. If additional relevant information becomes available, a medical review will be conducted." This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient.

Event description:
It was reported that a 19a mm trifecta valve was implanted on (B)(6) 2015. It was reported that on an unknown date the patient passed away. The cause of death is unknown.